Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, 1st inratio: 5.0, 2nd inratio: 3.6, lab: 3.3. Venous draw was sent to lab; testing was done within the hour. Pt's therapeutic range; 2.5-3.3.